Event description:
It was reported that the zimmer dermatome was leaking air. No pt involvement was reported. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
Beginning 05/31/2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device is 21 years old and has no previous repair history at zimmer surgical. Investigation of the device displayed damage to the head and control bar. Prior to repair, the device was outside of calibration at the zero thickness settings on the right side. Side to side calibration was out at the zero thickness setting as well. During repair, it was noted that the lever screw was missing. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.